Event description:
Received notice of complaint concerning above product from directior of nursing. Spoke with director of nursing who reports that the treatment had been initiated as usual, then after two minutes the blood leak detector alarmed. Drain tested positive for blood. Treatment stopped, blood not reinfused. Estimated blood loss approximately 150-200cc from loss of extracorporeal system. This was the 22nd use for this dialyzer. Pt reported as stable throughout event. Hbg 11.0 pre treatment and 10.8 on the following treatment. No intervention required. The dialyzer is available for evaluation. A response letter and mailer has been sent to facility. MDR filed based on blood loss.